Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, the right atrial lead had developed noise, high impedance, and high capture threshold. After opening the pocket, it was noted that the lead insulation was almost worn through, which was suspected due to clavicular crush. The lead was explanted and replaced. The patient was in stable condition.